Event description:
It was reported that stent dislodge occurred. The chronic totally occluded target lesion was located in the right coronary artery. A 12 x 4.00mm promus elite mr drug-eluting stent was advanced for treatment. Prior to deployment the patient moved and the stent was dislodged in the left profunda artery. The device was completely removed with a 300cm guidewire inserted through the stent and a sheath. The procedure was completed successfully and no further patient complications were reported.